Event description:
The bench technician while working on the device found the device has a pacer failure. There was no patient involvement. The bench technician while working on the device found the device has a pacer failure. The device needs a processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.